Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level due to a bent cannula. The infusion set had been used for three days. Consequently, on (B)(6) 2022, he was admitted in the emergency room and stayed there for two days ((B)(6) 2022). Subsequently, he was admitted to the intensive care unit, and he had high ketones. During hospitalization, the patient was administered fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. Moreover, he was released on (B)(6) 2022 from the hospital and had no permanent damage. Further, they had gone back on the pump and resumed insulin on (B)(6) 2022. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.